Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported "swelling/mild discomfort, no fever no erythema". Patient reported "pain, swelling, hardness, & early capsular contracture with unknown baker grade". Healthcare professional later confirm capsular contracture, baker grade iii/IV. Device has been explanted. This relates to the left side.